Event description:
A discordant high immulite 2500 ipth result was generated on one patient sample, which was reported to the physician. The result was questioned and the sample was repeated by the laboratory with lower results. There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens fse (field service engineer) was sent to the customer site to evaluate the immulite 2500 instrument . After analyzing the instrument, the fse decontaminated the system, replaced probes, seals, wash station 2 and wash station drain tubing and then ran qc. The instrument is performing within specifications. No further evaluation of the device is required.